Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size printed on the balloon hub of the catheter identified the returned sample as a 8mm x 4cm balloon. The balloon was examined under microscopic magnification (10x) and fiber disturbance was noted 1.0cm from the distal tip. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was connected to a max 30 inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observing exiting the balloon at the location of the fiber disturbance. The balloon was stripped of its fibers. The base balloon was examined under microscopic magnification (12x) and a rupture was observed 0.6cm from the distal tip. The longitudinal portion of the rupture was measured to be 1.0cm in length. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a longitudinal rupture on the barrel of the balloon. The investigation is also confirmed for material frayed, as the balloon fibers were frayed at the location of the rupture. Per the reported event details, the vessel was calcified. It is unknown whether the calcified vessel contributed to the balloon rupture. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured at 12 atm during the first inflation. There was no reported retraction issues. Another pta balloon was used to complete the procedure. There was no reported patient injury.